Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set patch did not stick event on 26-feb-2026 to the skin upon insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).